Event description:
Healthcare professional reported, right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on the anterior side assessed as fold flaw opening. Additional observation: ¿ crease observed inside the device. ¿ wear abrasion observed on the device. ¿ yellow particles observed.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.